Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during our testing. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states the reservoir compartment was cracked. The customer's blood glucose level at the time of incident was 152mg/dl. The customer was advised the pump would be replaced and returned for analysis.